Manufacturer narrative:
Corrected data: article stated that the surgeon implanted an icl implantable collamer lens into the patient's eye. (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. Patient code (B)(4): no code available (secondary surgery, lens explant, cataract extraction with iop placement) conclusion code: off-label use over 45 years of age at time of implant, anterior endothelium chamber depth < 3.0mm] (B)(4).

Event description:
Article stated that the surgeon implanted an icm120v4 implantable collamer lens into the patient's eye. The lens was extracted with cataract extraction and iol placement due to an anterior subcapsular cataract (asc). Patient reported vision as fair or worse due primarily to cataract. Patient was considered to be "outside of FDA guidelines" because of acd<3mm and age>45yrs.